Event description:
It was reported that leakage occurred from between the bd phaseal¿ protector p14j and vial of "pembrolizumab" during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "p14 was connected to a vial of pembrolizumab with using m12. The customer found leakage between protector and vial. Then the customer found needle and protector became slainting against vial."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/17/2020 h.6. Investigation: three physical samples of an unknown lot was received for valuation by our quality personnel. Upon inspection of the sample, a leak was observed between the protector and the vial. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. Although no leak was observed, after a visual inspection of claimed samples received, it seems that the needle penetrated the rubber stopper out of the center. Probably a bad connection of the protector to the vial, being the protector connected inclined, may be led to leak between protector and vial, and aluminum cap damage. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. DHR could not be performed due to the unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred from between the bd phaseal¿ protector p14j and vial of "pembrolizumab" during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "p14 was connected to a vial of pembrolizumab with using m12. The customer found leakage between protector and vial. Then the customer found needle and protector became slanting against vial."